Event description:
Upon entering the patient's room, the ventilator had a menu screen up. I have never seen this screen before. It looked like a procedure screen. The ventilator was alarming yellow vt mand. I switched to the ventilation screen and quickly noticed that the patient was not being ventilated. As I was getting the ambu bag, I called for the rn. Rn bagged the patient while I changed the ventilator out. Rn stated that before I entered the room the patient was very agitated and she called dr (B) (6) into the room to observe the patient. Rn stated that dr (B) (6) increased the patient's sedation. After changing the equipment, the patient became calm. During this time, the patient's sao2 never decreased. Sent ventilator to biomed. The circuit disconnected and there wasn't any ventilation to the patient. Unclear as to how the circuit disconnected without warning.